Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that these right atrial (ra) lead and right ventricular (rv) lead leads were difficult to insert into the header of this pacemaker. The implant procedure was successfully completed. No adverse patient effects were reported.